Event description:
It was reported via repair work order that the litter signal coil cable was damaged. It was further found on evaluation that the lockouts were set on the footboard and when the signal coil broke the bed controls would not work due to footboard lockout being on and no power to the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.